Manufacturer narrative:
B3: date of event is unknown. One device was received for investigation. The device was visually inspected and functionally tested. The reported problem was confirmed. Investigation found the cassette sensor was nonfunctional and needs to be replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was stated that the s6d cassette was locked, not attached. There was no patient involvement and no patient harm/adverse event reported.